Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance issues were noted with the ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they feel shaky and weak. The patient also stated that their physician thinks the implantable pulse generator (ipg) has "turned off". The ipg remains in use. No further patient complications have been reported as a result of this event.